Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This product is not approved in the us or used in the us. It is similar to us suture.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. During the procedure, the needle pulled off. There were no patient consequences reported. Another like device was used to complete the procedure. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The actual device was returned for evaluation. The complaint sample returned showed a separating of the needle and suture. The loose separated needle was visually examined and found to have correct swage. The suture remnant was well-positioned inside the barrel without damages. The separated suture was visually examined and found to have no defects or damages. The cause of separating could not be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.